Event description:
It was reported through ce11 survey: "breakage of implant and instrument problem"

Manufacturer narrative:
This information was received via a post market surveillance surgeon survey. If additional information becomes available it will be reported on a supplemental report. (B)(4): device will not be returned.